Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported healing collar for evaluation. Visual evaluation was performed, the healing collar has signs of use, and was returned inside an autoclave bag without the original packaging. The threads were damaged. Unable to thread/seat. Malfunction identified. DHR review was completed for the subject lot number 2022031182. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022031182 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician damages screw surface (e.g. Scratches, dents resulting in removal of screw material). Therefore, based on the available information, device malfunction did occur. The threads are damaged. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the doctor could not screw the healing collar (abutment) to the implant at tooth location #16. The abutment was replaced with a new one.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.